Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample shows fluid inside the device¿s bladder which suggests an under-infusion may have occurred. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device; though, this is not possible due to the lack of a physical sample. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: customer provided lot number was h240468a; however, the lot could not be populated in the baxter system. D4: unique device identifier (UDI) # is based on the di information as no lot number provided by the reporter could not be populated in the baxter system. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not dispense all of the medication even after 48 hours. The event occurred during patient infusion. The device contained 70ml of sodium chloride and 45ml of fluorouracil having a total volume of 115ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.